Event description:
As reported by the edwards field clinical specialist, upon removal of the sheath a dissection to the left external iliac artery (leia) was noted. The dissection was repaired by the placement of a covered stent. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 6.99mm. The vessel was described as mildly calcified and mildly tortuous, however, areas of bulky calcium were noted in the access vessel. Per report, the event was not caused by a device malfunction.

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 6.99mm, and the vessels were noted to be mildly calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed. However, it is possible that the borderline size of the vessel in combination with mild calcification that was bulky in some areas may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.